Event description:
It was reported that during engineering evaluation, the motor device ¿overheated after thirty seconds.¿ the event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Due to further investigation, the evaluation was updated. It was initially reported that the root cause for the device failure was improper handling, after further evaluation it was determined to be due to misuse, abuse and or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual sample was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and it was discovered that the motor was heating up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be improper handling and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.